Event description:
The patient did not receive adequate stimulation coverage after the initial implant due to lead placement. The patient was experiencing shocking in the implantable neurostimulator pocket. A percutaneous lead was added during revision surgery. The patient received effective stimulation in the needed areas. It was also reported that the patient's spouse was shocked when he touched his wife's arm while the stimulator was on. The patient did not feel any abnormal sensations.